Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 430 mg/dl and sensor glucose reading of below 40 mg/dl. The customer treated with the pump. The customer declined to troubleshoot for sensor glucose versus blood glucose readings. The customer stated that the pump went into threshold suspend. The product was not returned for analysis.